Event description:
Uterine cavity was perforated with micro-insert during essure procedure and micro-insert was placed into myometrium/endometrium. Because successful placement of micro-insert was not achieved, patient requested laparoscopic tubal ligation. During tubal ligation procedure, physician removed the micro-insert and discarded it. Perforations of the uterus or fallopian tubes were observed in the clinical trials at a rate of 2.9% (6/206) in the phase ii trial and 1.1% (5/476) in the pivotal trial. The rate of reported perforations in commercial use is significantly lower and is typically not diagnosed until the time of hsg. Most of these patients remain asymptomatic. The physician's instructions for use states: if tubal or uterine perforation occurs or is suspected, immediately discontinue the essure device placement procedure, and work-up the patient for a perforation. A very small percentage of women in the essure procedure clinical trials (1.8% or 12/682 patients) were identified as having device related tubal perforations. Retrieval of perforating micro-inserts, if necessary, will require laparoscopy or other surgical methods.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.